Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the t1 ventilator cannot charge the batteries. No patient involvement.